Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that patient experienced and emergency backup battery (ebb) fault alarms which initially cleared with a self-test but came back the next day. It was noted that this issue occurred before a few weeks prior. And the patients backup battery was reseated and the replaced. The system controller was exchanged on (B)(6) 2025 due to the internal battery issues.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d9: correction manufacturer¿s investigation conclusion: the reported event of backup battery fault alarms on the heartmate 3 system controller (B)(6) was unable to be confirmed. Log files were not submitted for review; however, the backup battery (B)(6) was returned for testing. The returned backup battery was functionally tested and found to operate as intended during analysis. The backup battery was installed in a test system controller and operated in a mock circulatory loop with no issues or atypical alarms produced. The system controller was disconnected from external power and the battery supported the pump without issue. During testing, multiple self tests were performed, and the battery passed each time without issue. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed, and the records revealed the heartmate 3 system controller (serial #: (B)(6)) was manufactured in accordance with manufacturing and quality assurance specifications. The 11v backup battery (serial number: (B)(6)) was inspected and accepted into the receiving inspection storage location on 09aug2023 and passed all manufacturing testing prior to being initially shipped outbound on 19sep2024. Heartmate 3 instructions for use (rev. C) section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. D) section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including backup battery fault alarms. Heartmate 3 instructions for use (rev. C) section 8, entitled ¿equipment storage and care¿, and heartmate 3 patient handbook (rev. D) section 6, entitled ¿caring for equipment¿, explain how to properly care for the equipment, including the controller and the power cables. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.